Event description:
It was reported that the device would display an energy fault message when delivering into energy meter and it will not deliver energy. There were no reports of pt use associated with this event.

Manufacturer narrative:
The hosp's bio-medical engineer confirmed that the quick combo adapter cable did not work. They were able to use the hard paddles which functioned properly. The quick combo cable is being replaced. The removed cable will not be returned to physio-control for eval. The root cause of the reported failure cannot be determined.